Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02029 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two snares failed to cut the target polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.